Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced recurring urinary incontinence requiring two pads per day. A surgical procedure was performed during which the physician replaced the balloon with one of a higher pressure. No further details or patient complications were reported.